Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The lesion being treated was located in an unspecified artery. The physician advanced the 3.0x60/135cm sterling balloon to the lesion and during the procedure, the balloon ruptured (number of inflations and atms is unknown.) There was no patient complications. The procedure was completed with a different device. Patient status is reported as "no problem". Additional information was being requested, but not obtained.

Manufacturer narrative:
The device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The batch number for this product is unknown; therefore the manufacturing records could not be identified for the review. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).